Event description:
It was reported that an adverse event occurred. Date of event is an approximation. The patient reported that the sensor fell off on (B)(6) 2024. Since then, she had not been in an active sensor session. On the day of the report (02/01/2024), the patient was calling in for assistance in logging into her dexcom mobile app. The patient was attempting to activate a newly inserted sensor during the report and mentioned she had been in and out of the hospital for diabetic ketoacidosis because she could not monitor her blood sugars. She stated she had been in the hospital and "in a coma" within the last month because of her blood sugars. The patient refused to provide further event details. Due diligence attempts to contact the reporter for more information were attempted but not successful. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.